Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01291; 530-10-220, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - second stage rev, put in a hemi with antibiotic cement until the pat fractures are healed and then a new reverse construct will fix the problem.